Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable.  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, disability and was physically damaged from exposure to chromium and cobalt after asr hip implant. Update rec¿d 11/26/2014 - medical records received. Patient revised to address cup loosening and metallosis. Upon revision, golden clear fluid, black tissue staining, foreign body-like granulomatous reactivity, and corrosion at the trunnion were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 12/22/2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
Update rec'd 1/20/15 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the sleeve and stem. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.